Event description:
Treatment of an avm (arteriovenous malformation). During the procedure, it was reported the tip of the microcatheter broke. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation with a shaping mandrel. The catheter tip was found on the returned shaping mandrel. The catheter separation occurred at the proximal edge of the distal marker band. The separated sections exhibited stretching and jagged edges on the tubing material which indicates that catheter broke when pulled and exceeding the tensile strength of the tubing material. The cause of the damage could not be determined. No other anomalies were observed. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. The lot history record of the reported lot number has been reviewed and no discrepancies that may have contributed to the reported experience were observed. (B)(4).